Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation she began experiencing discomfort and complications in her left hip which she still experiences today. It is further alleged due to elevated risk and instability in her left hip, she is forced to walk with a cane, her left leg buckles without notice and she experiences jolts of pain in her left hip. It is alleged she has suffered symptoms including, swelling, inflammation and damage to surrounding bone and tissue. Including granulomatous, trunnionosis, and lack of mobility.